Event description:
According to the available information a hair was found in the sterile packaging of the jj probe pusher.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint on the lot number 9500240. We received one sealed sample. After observation a hair was observed. Checking the quality databases did not reveal any anomaly in relation to the described defect, however a rensensitization about good practice of manufacturing have been done on march 2024.

Event description:
According to the available information a hair was found in the sterile packaging of the jj probe pusher.